Event description:
Customer is questioning the typing of a panocell 20 cell 9 for fyb antigen (cell is typed as fyb+, fya- in masterlist). Customer tried to type cell for fyb antigen using immucor antisera and had negative reactivity while getting weak reactivity with ortho antisera.

Manufacturer narrative:
The reactivity of the fyb antigen was confirmed on retention panocell-20, lot 22749, including cell 9. Testing performed with customer's returned vial, labeled as cell 9 from panocell-20, lot 22749, using anti-fyb, lot fyb70h-1. Retention cells 9 [fy(b+)] and 10 [fy(b-)] were used as controls. Retention cells perfomed as expected. Returned cell 9 exhibited +w - 1+ reactivity.